Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: ¿micro-pump intravenous injection need to be connected to the needleless closed infusion connector, remove the connector to check no abnormalities, connect the micro-pump found that it can not be normal venting ¿. The product in use at the time is reported to be a 2000e china from lot: 23105624. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot: 23105624 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following: on (B)(6) 2024 in (B)(6), the (B)(6) department, the patient using octreotide micro-pump intravenous injection need to be connected to the needleless closed infusion connector, remove the connector to check no abnormalities, connect the micro-pump found that it can not be normal venting, and then replace a new infusion connector can be used normally, did not have an adverse effect on the patient, notify the manufacturer, to find out the cause of the incident.